Event description:
Customer reported to the repair dept that the tip of the tube was cracked and that particles from the attachment were spread out onto the surgical field, spine and spinal cord. The particles were removed, resulting in an extension of the surgery time.